Manufacturer narrative:
Investigation summary: two samples were received. One came in a sealed packaging blister and the other one with no packaging. The one with no packaging has a human hair inside the syringe adhered to the barrel¿s inner wall. Failure mode is verified. The sample that came with packaging was also visually inspected finding no foreign matter or any other defect. Operator interaction with the product is minimal, however, hair contamination is possible if proper gowning is not followed. All operators are trained to a gowning procedure to minimize risk of hair contamination. Per procedure, hairnets/beard covers must always be put on before the smock. The hairnet and beard cover must cover all hair. Hairnets and beard covers must be discarded once removed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for the lot# 8303958 for the same defects or symptoms. There was no documentation of issues for the complaint of batch #8303958 during the production run.

Event description:
It was reported that there was what looked to be a piece of stopper inside the bd 60ml syringe luer-lok¿ tip. Customer stated: "I had an email that something similar happened yesterday as well, but it looked more like part of the rubber stopper. The product and syringe were discarded so I do not have anything to send you. Based on our usage, it is likely from the same batch. I have alerted our IV staff to inspect all syringes carefully and save anything looking out the ordinary for myself. I will contact you again if I need additional labels to mail any additional items to you."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was what looked to be a piece of stopper inside the bd 60ml syringe luer-lok¿ tip. Customer stated: "I had an email that something similar happened yesterday as well, but it looked more like part of the rubber stopper. The product and syringe were discarded so I do not have anything to send you. Based on our usage, it is likely from the same batch. I have alerted our IV staff to inspect all syringes carefully and save anything looking out the ordinary for myself. I will contact you again if I need additional labels to mail any additional items to you."